Manufacturer narrative:
B3 revised date of event as it was entered incorrectly on the initial report that was submitted. H6 codes were updated. Section d brand name corrected. Section d catalog number was corrected.

Manufacturer narrative:
D9: updated the devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
A 64-year-old male patient with a history of coronary artery disease presented with acute myocardial infarction complicated by cardiogenic shock. The patient was initially supported with multiple inotropic medications, mechanical ventilation, and an impella cp device before being escalated to an impella 5.5 device. After two days of support, the treating physician decided to transfer the patient to a specialized heart hospital for further management. After the transfer process was completed, when the registered nurse switched from the original automated impella controller to a new one, a pump failure alarm occurred, and no flow was observed from the impella device. The patient subsequently experienced cardiac arrest and required placement of veno-arterial extracorporeal membrane oxygenation, and the impella 5.5 device was removed at the bedside. Cp to 5.5, 2 days on 5.5 support, pump stop at day 2 post transfer aic swap. Signs of blood seepage at red handle during implant. Noted crack post transport. Likely damage at red handle that prevented restart.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.